Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent a hysterectomy to complications from the essure device). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and device dislocation ("migration of device: outside fallopian tubes") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia and smoker (1 pack per day). Concomitant products included oral contraceptive nos from 1988 to 2008 for birth control as well as belladenal (belladonna and phenobarbitone), cetirizine hydrochloride (zyrtec) and marvelon (desogen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, 5 years 8 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdmen"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed, salpingectomy (bilateral removal of fallopian tubes)) and surgery (total hysterectomy, uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion procedure: fallopian tube ostium visualized and cannulated with the essure micro insert delivery device. Essure was released and proper placement insured. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Onset date of all events updated to (B)(6) 2011 and outcome updated to resolved. Concomitant medication added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and device dislocation ("migration of device: outside fallopian tubes") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia and smoker (1 pack per day). Concomitant products included belladenal (belladonna and phenobarbitone), cetirizine hydrochloride (zyrtec) and marvelon (desogen). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("lower abdmen"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure (ess205) was removed in 2011. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion procedure: fallopian tube ostium visualized and cannulated with the essure micro insert delivery device. Essure was released and proper placement insured. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, fallopian tube perforation, abdominal pain lower were added. Reporter, patient demographic information, concomitant diseases, concomitant drugs, lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube/right fallopian tube having an obvious perforation') and device dislocation ('migration of device: outside fallopian tubes'). In a 45-year-old female patient who had essure (ess205), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: loose stools, nausea, diverticulosis, cholecystectomy, sigmoidectomy, high cholesterol, kidney stones, gestational diabetes and tonsillectomy. Concurrent conditions included: hernia and smoker (1 pack per day). Concomitant products, included oral contraceptive nos from 1988 to 2008 for birth control as well as anti allergic agents, atropa belladonna extract; phenobarbital (belladonna and phenobarbitone), desogestrel; ethinylestradiol (desogen), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera) and metronidazole (flagyl). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), (B)(6) years (B)(6) months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and total hysterectomy, uterus and cervix removed, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, psychological trauma and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: insertion procedure, fallopian tube ostium visualized and cannulated with the essure micro insert delivery device. Essure was released and proper placement insured. Discrepancy noted, in essure confirmation test : plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2006, results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: chronic pelvic pain, menorrhagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient medical history, concomitant medications added. Harmonisation of imrdf/FDA codes error. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube/right fallopian tube having an obvious perforation') and device dislocation ('migration of device: outside fallopian tubes') in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included loose stools, nausea, diverticulosis, cholecystectomy, sigmoidectomy, high cholesterol, kidney stones, gestational diabetes and tonsillectomy. Concurrent conditions included hernia and smoker (1 pack per day). Concomitant products included oral contraceptive nos from 1988 to 2008 for birth control as well as anti allergic agents, atropa belladonna extract;phenobarbital (belladonna and phenobarbitone), desogestrel;ethinylestradiol (desogen), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera) and metronidazole (flagyl). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("lower abdmen") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and total hysterectomy, uterus and cervix removed, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion procedure: fallopian tube ostium visualized and cannulated with the essure micro insert delivery device. Essure was released and proper placement insured. Discrepancy noted in essure confirmation test : plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') and device dislocation ('migration of device: outside fallopian tubes') in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia and smoker (1 pack per day). Concomitant products included oral contraceptive nos from 1988 to 2008 for birth control as well as anti allergic agents, atropa belladonna extract;phenobarbital (belladonna and phenobarbitone) and marvelon (desogen). On(B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("lower abdmen") and psychological trauma ("psych injury"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy and total hysterectomy, uterus and cervix removed, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, psychological trauma and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: insertion procedure: fallopian tube ostium visualized and cannulated with the essure micro insert delivery device. Essure was released and proper placement insured. Discrepancy noted in essure confirmation test : plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event psych injury was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.